Manufacturer narrative:
Correction: the initial MDR submitted on november 03, 2023 was filed inadvertently. No explantation or serious injury has occurred. This report is submitted on december 08, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 03, 2023.